Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged filter limb detachment. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unknown filter vena cava filter allegedly filter struts detached. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weight was not provided.